Event description:
The device was applied during an unspecified procedure. The staples did not form properly. The surgeon applied another instrument and resected the original staple line. The hosp has reported that the pt's status is satisfactory.